Manufacturer narrative:
Note: blocks b5 and h2 were updated based on the additional information received on september 12, 2024. Block b3: exact event date is unknown; event occurred between (B)(6) 2017 to (B)(6) 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: santi mangiafico, et al. A new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy. Surg laparosc endosc percutan tech 2024; 34:156-162. Block h6: imdrf patient code e2401 captures the reportable event of overinflation imdrf impact code f23 captures the reportable event of additional intervention performed to address the overinflation.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article titled, "a new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy" by santi mangiafico, et al. Per the article, between (B)(6) 2017 to (B)(6) 2022 (B)(4) patient experienced overinflation. Verres needles were inserted in the abdomen to address the patient complication. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Additional information received on september 12, 2024. The physician confirmed that the adverse events of overinflation and postprocedural gi bleeding were related to the device.

Manufacturer narrative:
Block b3: exact event date is unknown; event occurred between january 2017 to june 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: santi mangiafico, et al. A new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy. Surg laparosc endosc percutan tech 2024; 34:156-162. Block h6: imdrf patient code e2401 captures the reportable event of overinflation imdrf impact code f23 captures the reportable event of additional intervention performed to address the overinflation.

Event description:
Boston scientific became aware of events involving axios stent and electrocautery enhanced delivery systems through the article titled, "a new step-up dual endoscopic approach for large-size infected pancreatic necrosis: percutaneous endoscopic necrosectomy followed by transluminal endoscopic drainage/necrosectomy" by santi mangiafico, et al., per the article, between january 2017 to june 2022 one patient experienced overinflation. Verres needles were inserted in the abdomen to address the patient complication. Please see the referenced article for full details and full listing of physicians and healthcare facilities.